Manufacturer narrative:
Concomitant products: (B)(4) tissue valve, implanted (B)(6) 2001; (B)(4) ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibted noise, high impedance, and was possibly fractured. The lead was capped and replaced. The right atrial (ra) lead exhibited high thresholds, no capture, and oversensing. The physician attempted to reuse the lead and reposition it but the lead was scarred in and the physician was unable to reposition the lead. The lead was partially explanted and replace. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.